Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm due to reservoir being empty. Caller requested assistance with setting up new set due to empty reservoir. Customer's blood glucose was 41 mg/dl. Customer was treated with juice and glucose tablets. Caller was not sure of reason for customer's low blood glucose and states that customer sometimes receives insulin via manual injection. Customer received assistance and blood glucose was stabilized to 74 mg/dl. Supplies would be replaced. Caller declined troubleshooting and would monitor insulin pump.